Event description:
Device contaminated with mycobacterium chimaera. No known patient infections have been identified. Water samples collected from the heater/cooler unit precleaning, postcleaning and filtered tap water all collected about 3 months ago, all found to be positive for mycobacterium chimaera. Manufacturer response for heater cooler system, 3t (per site reporter): manufacturer has been on site and performed maintenance replacing tubing within the unit. The facility is actively investigating options for securing replacement devices.